Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a hematoma at the implantation site. A pocket revision was made without complications; rinsing and clearing of the hematoma. Later, patient suffered from wallenberg's syndrome and recurrenspares which was believed to be caused by the pocket revision. Patient was treated with medication.